Event description:
Event description guidant received information that this guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) with atrial therapies was replaced as it reached a normal elective replacement indicator (eri). It was part of the recall population. Laboratory analysis determined the device prematurally depleted.